Event description:
It was reported that the patient presented to the emergency room (ER) with discomfort attributed to muscle stimulation. Interrogation of the patient¿s pacemaker revealed an automatic polarity switch to unipolar sensing and pacing on the right ventricular (rv) lead, triggered by low impedance and noise oversensing, which resulted in pacing inhibition. The physician suspected insulation damage; however, this was not observed on fluoroscopy or other diagnostic imaging. Programming changes were attempted; however, as the patient is pacemaker-dependent, the physician elected to cap and replace the rv lead on (B)(6) 2026. The patient was reported to be in stable condition.